Manufacturer narrative:
(B)(4). Information indicates this product is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing with no pacing inhibition observed. The lead was found to be fractured due to continuous rubbing with the other lead. As a result, the lead was explanted and replaced. No additional adverse patient effects were reported.